Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported the patient's right hemi hip was revised. Originally, the bipolar component dislocated from the patient's native acetabulum. A closed reduction was attempted, and the bipolar component dissociated from the femoral head. The bipolar component and head were revised.

Manufacturer narrative:
Reported event: an event regarding dislocation and disassociation involving a uhr head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned devices indicated that the devices were returned in assembled form and that the polyethylene portion of the device has minor deformation/nicks. Damage is consistent with explantation. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a cementless bipolar hemi arthroplasty and within about four weeks sustained a dislocation. An attempted reduction was carried out but the bipolar component disassociated from the femoral head. I can confirm that the patient underwent a right cementless bipolar hemi arthroplasty since I was able to review the x-rays. I can confirm that the patient sustained a dislocation of the bipolar hemi arthroplasty also since I was able to review the x-rays. I can also confirm that a disassociation occurred since I was able to view the x-ray with the disassociation present. The root cause of early postoperative arthroplasty dislocation are multifactorial as well the causes of femoral/bipolar component disassociation. Factors influencing causality of a postoperative arthroplasty dislocation include surgical technique factors including proper restoration of leg lengths, soft tissue tension and implant positioning, patient factors such as postoperative compliance, activity level and bmi. Factors influencing the causality of postoperative bipolar/femoral head disassociation are also multifactorial including surgical technique factors such as proper assembly and mechanical factors such as dislodging the bipolar component during an attempted reduction of a dislocation of the arthroplasty." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the bipolar head dislocated out of the patient's native acetabulum and subsequently disassociated from the femoral head. The event was confirmed through clinician review of the provided x-ray images. Visual inspection of the returned devices indicated that the devices were returned in assembled form and that the polyethylene portion of the device has minor deformation/nicks. Damage is consistent with explantation. A dimensional inspection was not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. It was reported that the disassociation event occurred during or following the attempted closed reduction. It is possible that the forces exerted during the closed reduction attempt contributed to the separation of the bipolar component from the femoral head. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's right hemi hip was revised. Originally, the bipolar component dislocated from the patient's native acetabulum. A closed reduction was attempted, and the bipolar component dissociated from the femoral head. The bipolar component and head were revised.